Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01607; 425-99-013, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the patient sustained a fall that resulted in a periprosthetic fracture of the fumur.